Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for collapsed tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of collapsed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapsed tube. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced tubes extenders with molding defects. The following information was provided by the initial reporter. The customer stated: the analyzer suddenly had an error and upon inspection they noticed that the blood tube where the error emanated 'looked bent'. The said tube involved was a pst tube. Features look that of a collapsed tube. The said tube was already used as it has blood on it.